Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), product type extension; product ID 3708660, serial # (B)(4), product type extension; product ID 3387s-40, lot # va0kk2m, product type lead; product ID 3387s-40, lot # va0kk2m, product type lead.

Event description:
It was reported that the healthcare provider (hcp) was intra-op at the time of the report for implanting the implantable neurostimulator (ins) and extensions. The leads were implanted a few days prior to the report. The hcp read impedances greater than 20,000 ohms on electrode 11 and all of its combinations. Specifically, one measurement was 11 ,000 ohms and the last was 22,000 ohms. The hcp tried to disconnect and reconnect several times from the battery and extension site, but nothing else could be done so she was going to close up. All other electrodes were within normal range. The patient outcome was not reported, so additional information was requested to determine this. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the high impedances did not resolve and the physician did close up the patient. The reporter had provided all of the information she had. The final outcome of the impedances was not known after the physician closed up and it was unknown how therapy was doing, so additional information was requested. If additional information is received a supplemental report will be sent.